Event description:
Patient lying on stretcher with head of bed elevated in second or third notch. Family reported head of bed fell flat abruptly. Patient experienced neck pain. Diagnosed and treated for cervical strain. Cervical collar applied immediately. Patient was admitted as inpatient for evaluation of chest pain (original reason for being in ER), and received physical therapy treatments to neck while inpatient. Treatment continues, as outpatient, to date 7/29/92invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.